Event description:
The customer reported that oil mist was "filling their room". The customer reported a burning sensation of the eyes. She did not see a doctor or require treatment. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse upgraded the oil mist filter to the alcatel filter. The unit met manufacturer specifications. This issue is being addressed with a customer letter, related to correction & removal #2084725-03/04/08-004c.